Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that during a stenting treatment procedure, a vessel dissection and mi occurred. In (B)(6) 2011, the patient presented due to stable angina and was referred for cardiac catheterization. The 90% stenosed, 18 mm x 3.2 mm, target lesion was a de novo bifurcated long lesion located in the proximal left anterior descending artery (lad) extending either to mid lad or to the 2nd diagonal branch. The target lesion was treated with direct stent placement of a 3.50 x 24 mm taxus element stent. After stent implantation, closure of the 1st diagonal branch, dissection at the ostium of the 2nd diagonal, constriction of the 2nd diagonal and tight constriction of the ostium of septal branch were observed. The dissection remained stable following administration of nitroglycerin and the ostium of the 2nd diagonal branch was dilated using a 2.0 x 15 mm balloon. Post-dilatation was performed using kissing balloon technique and residual stenosis was 0%. Post index procedure, the patient complained of chest pain (which regressed during her stay). Elevated enzyme values were observed in the post procedure lab results and an event of myocardial infarction (mi) was reported. An electrocardiogram was performed. The mi type is unknown and no ischemic symptoms were observed. The patient was treated with medications and the event was considered to be resolved without residual effects. Two days later, the patient was discharged on aspirin and clopidogrel.